Event description:
Customer was hospitalized due to high blood glucose levels. The cause of high blood glucose levels, per md, was unknown. Troubleshooting was performed and pump passed the lead screw test but the tubing clamp was not available to run the high pressure test. Tubing clamp was sent and customer was instructed to call back to run the test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.